Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Investigation conclusion: this event has been added to our complaint database. Our team regularly reviews the collected data for identification of emerging trends. Root cause description: as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint will be reopened when sample is returned. Rationale: though the incident could not be confirmed based on this complaint, bd is investigating the leakage complaint and is in the process of implementing the appropriate corrective actions in order to improve the customer and patient experience.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked during use. The following information was provided by the initial reporter: the product was placed in a patient. When the venflon was not in use, the nurse discovered blood on the bandage. The nurse insured that all the valves and lock was closed to the product was closed. But it still got blood on the bandage. She doesn't know where the blood came from. In case it may have been a leak from the catheter, she wanted to report it to bd.